Event description:
During an attempted peripheral angiogram / angioplasty of a totally occluded posterior tibial artery, a portion (5 mm) hydrophilic coating of the v-14-control wire, guidewire with ice hydrophilic coating, dislodged in the posterior tibial, inner aspect. This was seen under fluoroscopy and when the wire was removed from body, the wire was still intact. Physician was aware of the event and commented there was no hemodynamic impairment because the vessel is totally occluded and is no distal flow. No attempt made to retrieve hydrophilic coating.